Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 60 ml of fluid in its reservoir. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed in which the device was observed for flow issues after the luer cap was removed; continous flow until the device's reservoir was empty was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown solution would not flow out of a two day infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.